Event description:
It was reported when using the pyxis medstation es system that it had a keyboard failure. The keys were not responding. The customer reported issue occurred when dispensing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a keyboard functional issue. The field service engineer deployed and installed the keyboard rescue file and reset connections in windows to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.